Event description:
There was an allegation of questionable ise sodium results from the cobas 6000 c 501 module. One example was an initial result of 136 mmol/l and a repeat result on (B)(6)2024 of 125 mmol/l. The result of 136 mmol/l was believed to be correct. The questionable result was not reported outside of the laboratory.

Manufacturer narrative:
The electrode lot number and expiration date were not provided. The field service engineer found the sipper nozzle cap was not snapped down, causing it to tilt. He snapped the sipper cap back to its normal position and verified it was aligned in all positions which resolved the issue. He ran successful mechanism checks and precision testing with results within guidelines. There was no indication of a performance issue with the reagent/electrode as the qc results were acceptable. The investigation determined the service actions resolved the issue.